Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead explanted due to an unknown reason. Additional information from the field reprentative indicates that the field representative does not have any additional information. No additional adverse patient effects were reported.